Event description:
It was reported that the ilet pump generated persistent occlusion alarms that could not be cleared despite a power cycle, a dry run with observed drops to 60 followed by an alarm, and use of a new cartridge, after which the device was replaced; the event involved high glucose and an insulin occlusion. Symptoms included feeling sick. Outcomes included interruption of insulin delivery requiring device replacement and ongoing follow-up for return of the original device. Investigation included troubleshooting and education with the user and arrangement for replacement while awaiting return of the original device for further assessment. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.